Manufacturer narrative:
Additional information was received stating that the reported device was an integrated tool. No separate attachment was involved in the event. The issue has already been reported with the alleged device in report number 1625507-2026-00252. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections made in section a1, section b5, section e, section h6, h10. H3: product analysis: no conclusion can be drawn as the device not returned for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transnasal bone drilling procedure, the burr suddenly fractured and the bearing detached. No broken components remained inside the patient¿s body. No intervention was required or planned, and no patient injury was reported. The procedure was delayed by approximately ten minutes and was completed using backup product. The patient outcome was reported as alive with no injury.

Event description:
It was reported that the burr was fractured during use and the bearings got detached. The patient was alive with no injury during the time of report, and the procedure was completed using a backup product, despite a short delay.

Manufacturer narrative:
H3: product analysis: conclusion yet to available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.